Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/31/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that itching, swelling, and redness occurred on the left side of the abdomen. The sensor was removed on (B)(6) 2018 due to the skin reaction. On (B)(6) 2018 the patient¿s doctor recommended cortisone cream to treat the reaction. At the time of contact, it was indicated that the patient was healing. No additional event or patient information is available.